Event description:
False negative white blood cells on mas qc control and patient with multistix 10 sg. Customer stated that it is unknown if patient care was delayed/impacted as a result of this event.

Manufacturer narrative:
Customer reports that quality control lots being used are within their expiration dating. Routine exam of the instrument was performed. Calibration bar was checked for discoloration, scratches or damage. Quality control strips were changed to a new lot. Calibration bar and test table were cleaned with distilled water. Customer was sent a customer bulletin on recommended controls for use as customer was using mas controls which are not recommended. Customer was told to monitor the results for further false negative results. They were further advised to perform a visual read-do not look at the testing strip to determine if the sample is negative or positive. In addition, they were advised to dip the strip setting the timer at the same time, rim the strip and read the leukocyte at the two minute mark.